Event description:
The clinician reported that 13 days after the dental implant was placed in ada site 6 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The implant was manually torqued to 32 ncm. The clinician reported pain, implant mobility, bleeding, and a fistula in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.